Event description:
It was reported that (1) device was used during a gastric by pass /fobi pouch. It was reported by the rep that the staples of the tcr75 would not push out of the reload into the tissue. There was no consequence to the patient.